Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The critical alarm went off approximately between (B)(6). The patient was in the hospital between (B)(6) 2016 (for "a completely different reason") and was hooked up to "a lot of machines" and heard the alarm, but thought it was the machines. It wasn't until (B)(6) that the patient noticed the pump alarm was going off, when he reviewed the manuals and called his doctor. The patient¿s wife called the doctor¿s office and by "some miracle" the doctor got back to him within 5 minutes and asked if the patient could meet the doctor in the office the next morning. The next morning, the doctor told him that the pump needed to be replaced. The patient went through withdrawal, several days before (B)(6) morning, and had "horrible itching all over my body". The pump was replaced this past (B)(6), and that "it did not even make it 5 years".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the patient¿s weight at the time of the event was unknown. The reporter had not had any reports from the patient or doctor regarding this case, so the rep believed ¿all was well.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump on 2017-feb-09 revealed a low battery reset of an undetermined cause. As received the pump reservoir was empty and running in the flex dose infusion mode. Pump memory logs showed that the pump had suffered low battery resets in the field, see log data. During internal decontamination and motor function testing, the pump had reset. The hybrid function passed testing. The battery resistance test showed a battery resistance of 218 ohms which is under the 317 ohm specification. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, none was found. Knowing the tendency for the high resistance anomaly to come and go in a suspected battery along with further analysis not showing any other severe anomaly, the reset that occurred in the field and during analysis was consistent with a high resistance battery, but because return product analysis (rpa) did not have a test that definitively failed, rpa coded this analysis as undetermined cause for the low battery resets. As per the pump¿s log, the following medications were being administered via flex infusion mode as of (B)(6) 2016: fentanyl with concentration 2,800.0 mcg/ml at a dose rate of 950.4 mcg/day, morphine with concentration 4.8 mg/ml at a dose rate of 1.6292 mg/day, and baclofen with concentration 450.0 mcg/ml at a dose rate of 152.74 mcg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to the pump. (B)(4) applies to the pump only. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The logs were reviewed and indicated multiple low battery resets occurred on (B)(6) 2016, as well as a safe state. In addition, a safe state and motor stall recovery occurred on (B)(6) 2016 at 10:59.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID 8780, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via a company representative (rep) regarding a patient who was receiving fentanyl or dilaudid (unknown dose and concentration) via an implantable pump for cervical neck and non-malignant pain. The event date was (B)(6) 2016. An alarm was heard but telemetry did not confirm the alarm; the physician stated that there was an audible critical alarm per patient and family. Upon interrogation, no alarms were noted but all programming was missing except reservoir volume. The health care professional reprogrammed the pump and the update was successful but the patient/family were reporting hearing the critical alarm i.e the pump kept alarming. The elective replacement indicator was at 8 months. The pump would likely be replaced on the day after this report date and the rep was to get more details. There were no symptoms reported. Additional information was received from the rep indicated the patient had a scheduled replacement on (B)(6) 2016. The pump was interrogated before the case and the rep was able to read the pump without a problem and did not see any warnings, but did hear the pump alarming. The logs were reviewed and there was a low battery reset on (B)(6) 2016 showed the pump was in safe state. A motor stall recovery occurred on (B)(6) 2016 at 10:59. The patient had been in the hospital the week of (B)(6) for ¿exacerbation of his multiple sclerosis (ms)¿ although his pump was for pain. It was noted this possibly masked what was going on with the pump. The pump had fentanyl 2800 mcg/ml, morphine 4.8 mg/ml, and baclofen 450 mcg/ml in flex bolusing and four steps for total of 950 mcg/day of fentanyl. The pump logs were provided and showed the estimated elective replacement indicator (eri) was 10 months. The logs also indicated a motor stall occurred on (B)(6) 2016 at 08:39 and recovered on (B)(6) 2016 at 10:37.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.